Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)-head. D10: cat# 00625006530 lot# 61861503 bone screw self-tapping 6.5 mm dia. 30 mm length. Cat# 00625006535 lot# 61920611 bone screw self-tapping 6.5 mm dia. 35 mm length. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial surgery was performed with no complications noted. It was reported the patient had fallen twice due to unknown reasons, with cortisone injections administered as treatment for an unknown harm. Subsidence had been previously noted on x-ray, with radiolucency and bone condensation. No revision has been reported to date. A definitive root cause cannot be determined. It was reported the patient. It was reported the patient had fell a couple of times, however the reason for the fall is unknown and it is unknown why the cortisone injection was administered. This complaint was confirmed based on the provided med records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient had two falls approximately 8 months post-implantation due to unknown reasons which required a cortisone injection as treatment. Subsidence had been noted on radiographic evaluation as well as femoral radiolucency and general bone condensation. Attempts have been made and no further information has been provided.